Event description:
In 2000, a dr implanted a 27mm aortic toronto spv valve (model spa-101-27). In 2000, another dr explanted this valve due to infection. According to the info received the pt underwent six weeks of antibiotic treatment and then had a "ross procedure valve surgery". The pt reported they have "some permanent damage as a result of the infection and antibiotic treatment". No additional info was available.

Event description:
Per pt letter: this valve was explanted due to infection. The pt underwent a month and a half of antibiotic treatment and then a "ross procedure valve surgery". Add'l info has been requested.